Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the device had a cracked bezel and bent front panel. Reported problem confirmed through this inspection. The root cause of the reported issue was found to be impact to the device. Repair actions taken were replacing the front panel and bezel along with recalibration of the device. A device history record (DHR) review was conducted which found a previous repair order that dealt with a broken battery compartment. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during routine testing, the basil (bezel) was damaged. No patient injury was reported.